Event description:
N/a.

Manufacturer narrative:
The mayfield skull clamp (a3059) was returned for evaluation: device history record (DHR) review: the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation was unable to replicate the reported fault. However the technician detected some movement in the rocker arm and overtravel when unit was locked past the lock symbol. Relevant parts were replaced, unit was repaired, tested and verified to restore full function of the unit to manufacturer's specifications. Root cause: the reported complaint of "movement in locked position" could not be duplicated from the evaluation. Further evaluation showed that the rocker arm had some movement and some parts are worn. The definite root cause of the observed condition cannot be reliably determined but it is likely caused by wear and tear or improper handling. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
It was reported that during a craniotomy procedure, the mayfield skull clamp (a3059) was used for head stabilization, but it had movement in the locked position. There was a delay for 20 minutes with no patient injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.